Event description:
It has been reported to philips that the system does not start correctly. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was in clinical use. The philips field service engineer (fse) inspected the system onsite and found the system error message is displayed: 'the x-ray system starting up'. Upon functional testing, the fse found that the system does not start correctly, and a software error was found on the suite-pc computer. Fse performed the suite-pc software reinstallation procedure, restored the configuration from the backup copy and performed functional tests of the device. After repair, system was returned to use in good working order. The codes were updated based on the investigation outcome.